Event description:
"Leak at the level of the septum of the q-syte on 4 units with 4 different pts. Complaint unit not available, but 1 box of unused units sent."

Manufacturer narrative:
Results: a review of the reject (mrr) database for lot number 9028838 resulted in no findings. There were 43 unused sealed q-syte units rec'd for investigation. An un-actuated water leak test was completed with no leakage observed. An actuated water leak test was completed with one failure leaking through the vent hole. The leaking unit was investigated and found to have a bottom disk cut of the septum. Conclusion: updated conclusion: there was a bottom disk cut on the septum of the unit which resulted in the leakage. The defect for cut on the bottom disk of the q-syte septum is the cause of an ongoing recall action [recall # 1710034-10-27/09-001r]. The defect reported in this product complaint was not associated with a death or serious injury. The MDR is being filed due to confirmation that the defect identified is similar to that reported previously as a serious injury MDR. CAPA (B)(4) was initiated (B)(4) 2009, to address issues with q-syte leakage, resulting from the cut to the bottom disk of the septum. (B)(4). Date submitted: 23 march 2010.